Event description:
There were device recordings of noise on the iegm leading to multiple nsvt recordings and one aborted shock. Sensing, impedance, and threshold showed no changes and were stable and in range. The lead was cut at the yolk and capped and a new rv lead was placed. The lead showed a cut of the insulation on the rv coil portion near the header pin (which would be unrelated to the noise observed). It will be returned to biotronik for analysis. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The analysis showed a damaged insulation 2.5 cm distal to the df-1 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.